Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least six applications were performed with afapro28 balloon catheter with lot 13160 without any issue on the date of the event. In conclusion, the clinical issue (phrenic nerve palsy) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product will not be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The catheter was repositioned without resolve. The freeze was stopped and the procedure was switched to radiofrequency (rf). The case was completed using rf. Following the procedure, the pnp did not resolve. No further patient complications have been reported as a result of this event.